Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they had to constantly reset the controller to get the controller to charge their implanted neurostimulator(ins). Pt said they got a screen that said "no battery power" even though the controller was charged and said they got "no device found." Pt said they got "one problem after another" and today the recharger antenna (rtm) took 30 minutes to locate the ins when charging the ins. During the call, pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt then connected wirelessly with their ins and the ins charge was 100% and controller charge was 100%. Pt successfully initiated a recharging session with a recharge quality of excellent. Pt recharged for 5-10 minutes and recharge quality would switch from excellent to "recharging" without a quality. Patient services specialist(pss) suggested the pt continue to recharge and record any alert or error messages that appear and call back for further troubleshooting. Pt mentioned the event date was "quite awhile ago" when asked. Additional information was received from the pt. Pt called back to report continued issues with their equipment. This morning they tried to charge their ins and got excellent quality, then their controller went white/blank. When pt got the screen back, they saw multiple screens layered over top of each other and had their son reset their controller by removing and reinserting the battery pack. Pt continued to try to charge the ins for over 30min and kept seeing 'no device found, recharge implanted device.' Pt began seeing the passive recharge screens and positioned their recharger (rtm) at 0, then repositioned to get highs of 97, 95, 94; then their controller would again show 'try again and no device found' screens for another 30+ minutes. Pt mentioned that their controller battery and their rtm would get very warm. Eventually, pt was able to see that their controller battery was at 60%, and their ins was at 80%. Pt stated that they 'turned the big battery on' and their controller showed that stimulation was off. A replacement controller and rtm were requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger and that a "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.